Event description:
Boston scientific received information that pacing at the maximum sensor rate was observed from this pacemaker with patient arm movement during cardiac rehabilitation. It was suspected to be due to the pacemaker not being sutured down in the pocket. Boston scientific technical services (ts) discussed potential causes and programming options. Programming changes made. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.